Event description:
A plate, implanted in 2003 for a right distal femur fracture, was noted as bent on x-ray taken 2 months later. During revision surgery 9 days later plate was noted as fractured. Patient was revised to a rod.